Manufacturer narrative:
Updated fields: b4, d4 (serial), d8, d9 (return to manufacture date), e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: d1. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter, between the catheter and the sheath and inside of the inner lumen. The sheath returned covering the catheter tubing. Two kinks were observed on the catheter tubing approximately 46.5m and 28.7cm from iab tip. Additionally, a kink was observed on the inner lumen 7.6cm from iab tip. The optical fiber was found to be broken within the inner lumen kink approximately 7.6cm from the iab tip. The extender tubing was also returned for evaluation. The reported failure was confirmed by the evaluation, the optical fiber break was found within an inner lumen kink. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Complaint record ID # (B)(4).

Manufacturer narrative:
Event site postal code: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) using the appropriate method, therapy was initiated and the blood pressure was displayed normally. However, after a while, an "optical sensor failure" error occurred and the blood pressure could no longer be measured. Therapy was continued using only the electrocardiogram. The iab was then removed after completing treatment. There were was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1 (contact person mfg site), g3, g6, h2, h11 corrected field: h6 (medical device problem code and investigation conclusions) d4 (serial) should be left blank. Kindly revert this field. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter, between the catheter and the sheath and inside of the inner lumen. The sheath returned covering the catheter tubing. Two kinks were observed on the catheter tubing approximately 46.5 cm and 28.7cm from iab tip. Additionally, a kink was observed on the inner lumen 7.6cm from iab tip. The optical fiber was found to be broken within the inner lumen kink approximately 7.6 cm from the iab tip. The extender tubing was also returned for evaluation. The reported failure was confirmed by the evaluation, the optical fiber break was found within an inner lumen kink. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released.

Event description:
N/a.